Event description:
Home patient (hp) contacted baxter's technical service center (tsc) requesting help ending treatment during drain 2/4 of the hp's automated peritoneal dialysis (apd) therapy with a homechoice machine. Reportedly, hp disconnected the patient line of the hp's homechoice set from the hp's transfer set during the drain cycle. Hp contacted tsc who assisted hp in ending therapy early. No patient injury or medical intervention was associated with this incident per rn.